Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement confirmed through chest x-ray, resulting in high unstable thresholds. A new lv lead was placed. This lv lead was retained by the customer. No additional adverse patient effects were reported.